Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: hg465e220, ubd: 13-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving baclofen 750mcg/ml at 7.29mcg/hr via an implantable pump. The other medications the patient was taking at the time of the event was oral baclofen and muscle relaxer. It was reported that the patient reported poor control of spasticity, therapy became no longer effective and not helping with spasticity. The patient then followed up with the physician and had a catheter dye study which showed a leak of the catheter near the anchor of the catheter. Patient also noted swelling and fluidin pump pocket. Denies spinal headache. The environmental, external or patient factors that may have led or contributed to the issue was the patient denied any traumatic events. The diagnostics and troubleshooting performed was a catheter dyes study-unknown date. The actions and interventions taken to resolve the issue was replacement of the spinal segment of the catheter, aspiration of fluid in the pump pocket. During the revision original catheter 8780 was revised with an 8782 spinal segment. The physician spliced and tied off original spinal segment . Placed new spinal catheter and attached to pump segment using collet. The physician declined to repeat the catheter dye study following revision of the catheter. It was unknown if the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.